Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 380-460 mg/dl. The customer alleged that the pump was "broken," however customer declined to provide additional information on how pump was malfunctioning, as well as troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.